Manufacturer narrative:
Marquet inc. Submits this report on behalf of the device mfg facility (international affiliate). Marquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reports that the nurse found the ventilator not operating and started bagging the pt. The respiratory nurse noticed that the vent was switched off. No pt injury is reported.